Manufacturer narrative:
The device was returned and the investigation is ongoing. Follow-up with the user facility is currently being performed. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
The customer reported that there was a cut in the cord of the camera head. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cut in the cord. Moreover, additional damages of failed leak test and dead pixel in the middle of the screen was found. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage" page 13. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the final investigation.